Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 581 mg/dl. Troubleshooting was not completed due to tubing clamp was not available. Advised customer was advised to change the entire set. Customer will call back to complete the troubleshooting. Customer called back and reported she had bent cannula, customer declined to continue the troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.